Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from the supply line. The patient would setup with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.